Event description:
It was reported the pt's pump was suspected to have flipped in the pocket when it could not be refilled. The pt was scheduled for revision. When the pocket was opened and examined, the pump was found to be flipped multiple times, a milky white substance was present which was suspected to be an infection. A gram study was done which concluded the substance was negative for organisms. The pump and catheter were removed and not replaced. No add'l treatments or pt outcome were reported. The drug used in the pump is unk.